Event description:
It was reported that the inflatable penile prosthesis (ipp) device stopped inflating after continued use. There was a fluid leak and air found in the device. The ipp device was explanted, and a new ipp device was implanted. There were no patient complications.